Manufacturer narrative:
The device is not available for analysis. The root cause is unable to be determined at this time. If any additional information is provided, a supplemental report will be submitted. CAPA 24-007. Manufacturer reference: (B)(4).

Event description:
Information was received that the patient broke the hinge screw. There was no patient harm or injury. No additional information has been provided.

Manufacturer narrative:
G3 in the initial report was inadvertently reported as 08-feb-2023, however, the correct date is 26-jul-2024.